Manufacturer narrative:
The detached screw head did not return for evaluation. A photograph was provided which confirms the event of a broken inferior screw. A review of the device history records could not be performed as the identifying lot number was not provided. Based on the infromation provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
During insertion into the inferior c3/c4 vertebrae, the screw head fractured. The detached screw head was retrieved. The remaining portion of the screw shank was left in situ within the interbody spacer alongside the intact screw. The spacer was locked, and the procedure was completed.